Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was also reported that the up arrow, down arrow, and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was detached. During testing, all the keypad buttons were unresponsive. The keypad cover was removed; evidence of contamination was found under all key contacts. The keypad flex was damaged. One button contact was missing; another was inverted. Unrelated to the original complaint, the battery compartment was found to be cracked in three places. The display lens was cracked in two places. Additionally, the display screen was dim and discolored.